Event description:
Abdominal hysterectomy on 5/28/96. Vaginal hemorrhage in recovery room. Return to or revealed suture line of vaginal cuff had completely separated. Stapler used for suture line with apparent failure. Suture line open with free staples found.